Event description:
During patient treatment with the 3100b, operators reported that, after it had been on patient for awhile, the displayed %I-time began "flickering" from 42 to 45%, and that the amplitude display was flickering between 112 and 122 cmh20. The patient remained on this 3100b without any negative effects until another 3100b was available.